Manufacturer narrative:
Beckman coulter field service engineer (fse) evaluated the dxc 800 instrument, and identified the failure mode as a leaking cap piercer as a result of use error. The customer did not ensure the cap piercer blade screws were tightened during maintenance. The loose blade crashed into the quad ring causing it to crack and leak. Since the customer runs uncapped samples, the customer was in agreement with the fse to disable the cap piercer to resolve the issue. The beckman coulter internal identifier is case-(B)(4).

Event description:
The customer reported the generation of low sodium (na) patient results on their dxc 800 instrument. The results were reported out of the laboratory and were later amended. There was no report of change to patient treatment. Quality control (qc) results were within laboratory¿s established range prior to and after the event.